Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the reviews of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device: 8755561/tgt4020.

Event description:
On (B)(6) 2011, the patient underwent debranching surgery as the first gore tag thoracic endoprosthesis would intentionally be covering all branch vessels. Then two gore tag thoracic endoprostheses were implanted to repair a rapidly expanding aneurysm. On (B)(6) 2011, a computed tomography revealed multiple cerebral infarcts. The patient also had kidney failure and congestive heart disease failure. Liver functions were deteriorating. The patient was prescribed unknown medication. On (B)(6) 2011, possible intestinal ischemia was observed. On (B)(6) 2011, acidosis progressed. On (B)(6) 2011, the patient expired due to multiple organ failure.